Event description:
Information was rec'd that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. Reportedly the device went into an alarm condition. The pt did not have any back-up supplies. She went to the hosp. Upon admit her blood glucose was 650 mg/dl. She was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.